Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016 by dr. (B)(6). -device explant due to moderate dysphagia occurred on (B)(6) 2017 by dr. (B)(6). -device was found in the correct position/geometry. -"extensive adhesive disease around device" was noted.

Manufacturer narrative:
Updated describe event or problem to include ongoing gerd as explant reason, and gastric bypass during explant procedure. (B)(4). Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016 by dr. (B)(6). Device explant due to moderate dysphagia occurred on (B)(6) 2017 by dr. (B)(6). A gastric bypass was performed at the time of device removal "to address the patient's reflux". Device was found in the correct position/geometry. "Extensive adhesive disease around device" was noted.